Event description:
It was reported that during a hemorrhoidectomy procedure, three parts of the staple did not shoot into the tissue. There was patient pain. Unknown how case was completed. Surgery was prolonged 30 minutes.

Manufacturer narrative:
(B)(4).